Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, the slightly high deployment of the 1st s3 valve and choosing to use the smaller valve choice for this patient annulus (between a 26m and a 29mm s3 valves) were the cause of the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Seventy nine days post deployment of a 26mm sapien 3 valve the patient returned to the hospital symptomatic with moderate paravalvular leak (pvl). The tavr procedure was not remarkable or memorable for any reason. The delivery system was prepped with 23cc inflation volume. The valve appears to have landed at a 90:10 aortic/ventricular (a/v) position, as intended. Immediately post-op echo showed trivial aortic insufficiency. The 30-day follow up echo revealed moderate aortic insufficiency. Tee showed moderate pvl. Decision was made to implant another s3. A 26mm s3 was implanted with 26cc inflation volume. The 2nd valve landed 70:30 a/v with respect to the native valve and had trace pvl. The patient was stable throughout the procedure. Per report, the slightly high deployment of the 1st s3 valve and choosing to use the smaller valve choice for this patient were the cause of the pvl. The aortic annulus area measured 525mm^2 wth moderate leaflet and annular calcification.